Event description:
Customer reporting what they feel is a false positive sars result. Customer was positive for covid by doctor's office test on (B)(6) and feels they should now be testing negative. Customer is still mildly symptomatic. No further confirmation testing has been performed.

Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.